Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found that the all-in-one pc unit would not reboot at all. The fse replaced the all-in-one pc. The fse was able to get the hard drive working in order to get all data needed, which included calibration data and quality control ranges. The fse ran quality controls the next day in order to verify the unit and checked successful communication with the laboratory information system (lis); all with passing results. No further action was required by the fse. The aia-2000 instrument was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the aia-2000, serial number (B)(4), from 20-nov-2016 through 20-dec-2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 7: data management provides guideline on data management, assay parameters, and system specifications including host communications. The customer is to contact tosoh service center or local representatives for issues concerning the instrument. The most probable cause of the reported event was due to a defective all-in-one pc.

Event description:
On (B)(6) 2017 a customer reported the display monitor on the aia-2000 instrument went blank and was unable to display an image. The customer attempted to reboot in order to correct the issue without success. The customer was unable to run patient samples on alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.